Event description:
It was reported that the patient presented for scheduled implant procedure. During procedure, bluetooth telemetry issues were noted on the newly implanted implantable cardiac monitor (icm). No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of ble drop was confirmed. Based on the information provided, it was observed that the device experienced multiple reconnections due to supervision timeouts, which ultimately resulted in a telemetry break. The telemetry break was determined to be caused by a weak ble signal.